Manufacturer narrative:
The insulin pump was received with normal operating currents and passed self test, a21 error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No motor error alarm, e70 or no excessive no delivery alarm during our testing. The motor was tested outside of the device and passed. No unexpected off no power, weak battery, bad battery, low battery, battery out limit, failed battery test alarms during our testing. However, the insulin pump had minor scratched lcd window and broken reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a no delivery alarm and motor error alarms. The customer also reported an off no power alarm without a low battery alert prior. The customer's blood glucose was 139 mg/dl at the time of incident. The customer stated they did not drop or bump the insulin pump. Customer stated this was not the second occurrence of an off no power without a low battery alert. Troubleshooting for the motor error alarm found the insulin pump passed a displacement test and manual prime. The customer agreed to return the insulin pump for analysis.